Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a mitraclip, it was observed that one of the grippers did not lower. This occurred during functional testing and inspection of opening and closing the clip arms and grippers. Troubleshooting was performed according to the instructions for use (IFU), but the gripper did not lower. The clip was never used in the patient's anatomy. Another clip was prepped and used to carry out the procedure. There was no patient involvement with the reported device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.